Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg over 600 mg/dl) and ketone level was large. After changing the cartridge and infusion set site, bg was not lowering. Customer went to the emergency room and was admitted to the hospital. Ketones were considered as being dangerous by a healthcare provider. Intravenous drip and manual insulin injections were administered. At the time of the report, customer had not yet been discharged. Cause of the event was not reported. Tandem technical support (cts) reviewed the pump history and there were no alerts/alarms found that would have impacted insulin delivery. Although multiple attempts were made by cts to obtain additional information and discharged date, contact did not reply.